Event description:
The customer initially stated that he felt the insulin pump was not delivering insulin when the reservoir reaches a certain level. The customer then reported that he was hospitalized with a high blood glucose reading of 600 mg/dl. The customer stated that he has been experiencing high blood glucose levels for the past couple of weeks. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The customer later called to report that he has been experiencing high blood glucose levels ever since he dropped the insulin pump. The customer stated that he would feel more comfortable having the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.